Event description:
The account alleges that the bed exit was armed, but did not alarm when a patient fell. Minor injuries only were sustained by the patient.

Manufacturer narrative:
The technician could not duplicate the issue. No problem was found with the device. This issue is being reported due to the minor injuries sustained by the patient as a result of the fall. The patient's right face, right elbow, and right hip were bruised. The patient also received a three centimeter laceration above their right eye. The account would not release any additional information regarding the name or condition of the patient. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.